Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Visual inspection was performed on returned meter and no issues were observed. Inserted batteries. Meter did not power on with button press or test strip insertion. Meter does turn on with usb cable. The meter was de-cased and visual inspection was performed. Observed liquid contamination. Issue is not confirmed to use. . An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. No cable and adapter was returned for this complaint. The dhrs (device history review) for the freestyle precision neo meter and kit pack for verification of correct cable and adapter was reviewed. The dhrs showed the freestyle precision neo meter passed all tests prior to release and correct cable and adapter was part of the kit pack . All pertinent information available to abbott diabetes care has been submitted

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.